Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('her two essure devices were not in place / uterine perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient was treated with surgery. At the time of the report, the uterine perforation and complication of device removal outcome was unknown. The reporter considered complication of device removal and uterine perforation to be related to essure. The reporter commented: she is waiting to be operated again for about a year. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: uterine perforation. X-ray - on an unknown date: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('her two essure devices were not in place / uterine perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient was treated with surgery. At the time of the report, the uterine perforation and complication of device removal outcome was unknown. The reporter considered complication of device removal and uterine perforation to be related to essure. The reporter commented: she is waiting to be operated again for about a year. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: uterine perforation. X-ray - on an unknown date: uterine perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.